Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The cables at wrist were not damaged. No other cables damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci ventral hernia procedure, the customer noted that the mega suturecut needle driver instrument wire was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.